Manufacturer narrative:
The reported event of ¿insufficient heatseal¿ is confirmed. Twelve 138104 returned unopened in original packaging. The lot number of the devices ¿ 201909301 was verified. Two devices had open holes in the packaging, the seal on the packaging of one device was sealed slanted, and nine devices were encroaching into the seal without obvious breaches. The one device with a slanted seal and the nine encroaching were dye leak tested which indicated that the packaging of eight devices had insufficient heat seals. Two did not display any defects. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review conducted found this is the only event with a quantity of 12 units for this lot number and failure mode; 10 were confirmed. A two-year review of complaint history revealed there has been a total of 78 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: sterility is guaranteed unless package has been opened, broken, or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 138104, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.